Manufacturer narrative:
Batch review performed on 23 october 2019 lot 1901466: 154 items manufactured and released on 09-apr-2019. Expiration date: 2024-03-23. No anomalies found related to the problem. To date, 129 items of the same lot have been already sold with another similar reported event. Another device involved in the event: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 lot. 176836 (k112115). Batch review performed on 23 october 2019. Lot 176836: 100 items manufactured and released on 23-feb-2018. Expiration date: 2023-02-08. No anomalies found related to the problem. To date, 93 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and poly-insert 3 weeks after primary. The surgery was completed successfully.